Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low-level failures). The customer mentioned serial number sticker has worn off and explained that a safety replacement is recommended. The customer experiencing issues with the back button and takes a long time to activate when making a selection, mentioned pump casing is cracked from the backside. The location of the damage was the belt clip rail and the case of the battery tube side. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-342, mmt-442aj, mmt-1884, and mmt-7040a. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed self-test. The customer is not using the quick bolus speed feature on an impacted pump. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the labeling, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for the keypad anomaly, and the buttons remained unresponsive. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-442aj. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. All buttons functioned properly and no pump error 63 alarm occurred during testing. A review of the pump history file shows on 5/20/2025 at 09:51 there was a pump error 63 (line number 147, file number 2017, variableinfo = 15) alarm due to a problem with the twi interface or with ad5161 chip. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, faded serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 63 alarm is confirmed due to moisture damage on the electronics. Unresponsive keypad (buttons) complaint is not confirmed. Faded serial number label is confirmed. Cracked battery tube threads and battery compartment are confirmed. Cracked belt clip rails complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.